Event description:
Same case as MFR report: 2134265-2008-02321, -02322, -02323. Taxus express2 post market surveillance study, it was reported that 13 days following a coronary artery drug eluting stenting procedure, the patient expired. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 100% stenosed lesion of the mid rca (right coronary artery) measuring 3.5x60mm. Target lesion one was treated with predilation using two 2.5x15mm balloon catheters and placement of three taxus express2 drug eluting stents (3.5x24mm, 3.0x28mm, and 2.5x12mm). Post-ivus (intravascular ultrasound) showed the stents were well positioned and well apposed with 0% residual stenosis. Target lesion two was a de novo, 90% stenosed lesion of the l-av (left atrioventricular) measuring 2.5x22mm. Target lesion two was treated with a predilation using a 2.5x15mm balloon and placement of a 2.5x24mm taxus express2 drug eluting stent. Post-ivus showed the stents were well positioned and well apposed with 0% residual stenosis. The patient was discharged five days post procedure on bayaspirin and panaldine. The patient presented to the hospital 13 days post procedure in cardiac and respiratory arrest, and was pronounced dead. According to the patient's family, there was a possibility that the patient did not take the antiplatelet agents properly after discharge from the hospital. The investigator assessed the relationship of the devices to the event as possibly.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause classification of this event is anticipated procedural complication.